Event description:
New information received notes that no device intervention was performed to address the premature battery depletion. The patient was stable.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. No device intervention was performed. Further information was not provided.